Manufacturer narrative:
No ge service was performed. The customer declined repair. No conclusion can be drawn as repair info is not available.

Event description:
The customer reported the system would not complete boot up. No pt injury was reported.